Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the patient line. The user filled tubing and was able to clear the air bubble. User reported blood glucose (bg) level of 340 (mg/dl) with trace ketones. A correction bolus via the pump was administered to address bg level and water was consumed to address ketones.